Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise. The noise appeared to be electromagnetic interference (emi) from patient¿s use of electric knife. The remote transmission showed noise on electrocardiogram (egm) that lead to one aborted and one delivered shock. It was noted there was elevated short interval counts (sic). The lead remains in use. No further patient complications have been reported as a result of this event.